Event description:
It was reported that the patient heard her device beeping. At the doctor's office, an interrogation found the device had reached replacement time. Also, the smart pass feature had programmed itself off. A review of device downloaded memory was done by technical services and it was confirmed that the device would have sufficient capacity to deliver 6 shocks with charge times less than 15 seconds if replaced within 90 days. The smart pass has been programmed back on. The device has been implanted greater than six years. The device remains implanted. There were no adverse patient effects.